Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got unexpected restart on their insulin pump. The customer's blood glucose was 147.6 mg/dl at the time of the incident. Customer reported the pump was neither stored nor without a battery for > 8 hours. Advised the pump will need to be replaced. Advised to disconnect from the pump. Recommended customer refer to back-up plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with unresponsive menu button due to moisture damaged electronic assembly on electrical board. Unable to verify post-reset ram crc alarm due to unresponsive button. Device was received with corroded battery tube.